Event description:
The user facility's biomedical engineer (biomed) reported that during preventive maintenance (pm) of the device, the perfusion system had a battery charge indicator of yellow. When he unplugged the system, it shut off (did not switch over to battery power). There was no patient involvement.

Manufacturer narrative:
Per additional info from the biomed, "only one battery was the problem. When the battery was on alternating current (a/c) charging, the voltage was around 27.5 volts. When the battery was unplugged from a/c, the battery voltage dropped immediately to under 20 volts".